Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device appeared to shut down when the ECG cable was plugged in. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.